Event description:
The customer stated, that she tested her blood glucose using her new contour meter and a one touch meter. The contour read 457 mg/dl, while the one touch meter read 208 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer did not have any test strips left. Test strips and control solution were sent to the customer for further troubleshooting. No product will be returned.